Manufacturer narrative:
Unit evaluated and the source of the fire was unable to be determined. The source of the fire may have been from an outside source.

Event description:
User's son said that he parked the wheelchair in the front yard on the grass. Later a neighbor advised him that the wheelchair was on fire. The (B)(4) fire department was summons to put out the fire. There was no injuries or witnesses to how the fire started near the rear of the unit. The fire remains as unknown origin.